Event description:
It was reported by the contact person that when the device, with reload cartridges, was used during a laparoscopic assisted vaginal hysterectomy procedure, it would not fire. The surgeon used the same device with another reload cartridge to complete the case. There was no consequence to the pt.